Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer performed ise checks and results were within specifications. Calibration and controls were acceptable. The customer stated they believed there was gel on the sample probe. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for a total of (B)(4) patient samples tested with the na electrode on a cobas 8000 ise module. The results for (B)(4) of these samples were amended. The customer ran controls on the evening of (B)(6) 2023. After 6 hours of running patient samples, a significant shift was observed in patient sample results. All patient samples ((B)(4) were repeated. The customer provided examples of data for (B)(4) patient samples with discrepant na results. The first sample initially resulted in a na value of 145.5 mmol/l and it repeated as 140 mmol/l. The second sample initially resulted in a na value of 145.5 mmol/l and it repeated as 140 mmol/l. The third sample initially resulted in a na value of 145.9 mmol/l and it repeated as 138 mmol/l. The fourth sample initially resulted in a na value of 146.0 mmol/l and it repeated as 140 mmol/l. The fifth sample initially resulted in a na value of 146.5 mmol/l and it repeated as 140 mmol/l. The sixth sample initially resulted in a na value of 150.1 mmol/l and it repeated as 142 mmol/l. The seventh sample initially resulted in a na value of 157.0 mmol/l and it repeated as 150 mmol/l.